Event description:
I had breast implants and became very ill. I had them replaced and was even sicker. I also got a (B)(4) from them. I am disabled now and in bed most of the day. My life has no quality. Implants stoke my health.